Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - defect found on returned meter - e-2. Reported defect not reproduced on returned strips. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Rc-003: other root cause: root cause under investigation per scar-22-009. Note: manufacturer contacted customer in a follow-up call on 22-nov-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error messages (e-0 and e-5) and lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer's expected blood glucose test result ranges are 125-145 mg/dl am fasting and <300 mg/dl 2 hrs. After meals. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/22/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.